Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that transmitter was not communicating with insulin pump. Customer's blood glucose was 415 mg/dl. During troubleshooting, it was found that customer was attempting to connect her son's transmitter to her insulin pump. Customer was advised against doing this. Customer declined troubleshooting for high blood glucose. Call was transferred.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Also, device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Device sensor function properly and no anomaly noted. No unexpected lost sensor alarms noted during testing.(B)(4).